Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak associated with the lab's synchron cx5 delta clinical system. The di water was dripping from the water regulator. The water had filled the hydro drawer and dripped through the floor into the medical records area below the lab. Bci customer technical support (cts) provided instructions for the customer to turn off the water shutoff in the hydro and to turn off the valve at the di water system. No reports of death or injury, or clinical impact have been reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse replaced the regulator assembly but leak continued. Fse ordered a new 0-30 psi regulator for customer and talked customer through replacement of new regulator and adjustment of water pressure. Customer set water to correct psi and primed system without errors.